Event description:
Prior to a saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: assessment received on june 2005 shows that the weld joint broken, the distal shift section is defective and the fiberoptic is broken, with breakage rate of approx 70%.